Event description:
Pt had 2 fall, one of which had the needle already protruding right in the pack before even removing from pack and the other would never pair. Pt has been using this product for over a year, never had issues until this lot number.